Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their bottom aligner scratched their enamel off one tooth near the gum line. #8 tooth that was chipped prior to treatment, the chip has gotten bigger.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.